Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. .

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the event was due to the patient tripped over the patient line of the cassette and a part of the non-baxter device came off leading to the peritonitis event. The patient was not hospitalized for the event. The patient was treated with intraperitoneal ancef for two weeks (dose and frequency not reported), intraperitoneal gentamycin for two weeks (dose and frequency not reported), and intraperitoneal fortaz for two weeks (dose and frequency not reported) for peritonitis. The day after the event onset, the patient&#38112;transfer set was replaced "per protocol for a patient diagnosed with peritonitis". Dianeal therapy remained ongoing. On an unknown date of the same month of the event onset, the patient recovered. No additional information is available.